Event description:
Customer reported that a discordant low magnesium (mg) result was generated by the dimension vista 1500 system for a single patient. The result was not reported out of the laboratory. The sample was retested in duplicate and yielded a result within expectations. There were no reports of adverse health consequences or known patient intervention due to the discordant magnesium result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analysis of the instrument the fse determined that the cause of the discrepant magnesium result was a malfunction of the s1 metering pump. The fse removed and replaced the metering pump then primed the system. The fse also performed a photometer alignment and lamp intensity adjustment. The instrument is performing within specifications. No further evaluation of the device is required.